Event description:
It was reported that the device attempted to be implanted but not used due to oversensing during lead impedance measurement. The physician attempted to reproduce the oversensing with pocket manipulation but was not successful. The device was removed and a new device was used to implant. The oversensing during lead impedance measurement was observed again in the new device. The device sensitivity was reprogrammed and the issue was resolved. The new device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).